Manufacturer narrative:
Product analysis: the goose neck snare was received for evaluation. The snare device was returned with the snare wire inserted within the catheter lumen. No ancillary devices, cine, images or procedure notes were returned for evaluation the snare wire was observed to be damaged. Visual inspection under magnification reveal the snare wire jacket was torn and exposing the bare metal. The catheter was examined: visual inspection of the catheter reveal a tip damage. The radiopaque marker was not present. The catheter total working length was measured to approximately 94cm from the catheter hub. Per the product label specification associated with lot a790702, the catheter working length is 102cm from the catheter hub. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the amplatz goose neck snare was prepared as per IFU. The catheter was used as intended however, the device became damaged during the procedure. Another snare of the same specification was used to complete the procedure. There was no patient injury reported.